Manufacturer narrative:
Unit had intermittent esc and act buttons response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button was not responding during bolus. Customer's blood glucose was 118 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.